Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) medical center hospital. E1: address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope had disconnected during inspection for use. There was no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image quality and the light guide bundle was chipped a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the disconnection and poor-quality image was due to a component failure of the universal cable and light guide bundle was chipped was cause by a component failure of the light guide bundle should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.